Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the tray was grey and unable to force ejected the pocket at the station. A field service engineer replaced the tray but the same issue occurred. Then the row board cable was replaced, yet the issue remained unresolved. Again the tray was replaced, noting the absence of a yellow light on it. An error reoccurred, leading to the discovery of small debris lodged between the contacts of pocket c2. Upon removing this debris, the issue was rectified, allowing for the recovery of the pockets. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis medstation system, the drawer 6.1 pockets c1 and c3 failed, which resulted in a delay in the dispensing of medications to a patient. The customer stated that they had moved the medications from the affected pockets to other locations. There were no adverse events or injuries reported based on this event.